Event description:
Customer stated that they could not read the info from the glucose strip vial. The customer was able to read the info from a different vial. A request was made for the return of the suspect device and replacement product was sent.